Event description:
No pt involved while filling the lower chamber of the clear choice dual chamber bag, it was noted that the parenteral nutrition solution was leaking out from near the divider bar. Filling was stopped and the bag cut to drain it. The upper chamber still contained lipids with no leaking. The bar was removed and lipids drained out. A slit was found at the lower end of the bar assembly area.